Event description:
On (B) (6) 2009, pt was rushed to (B) (6) med ctr, complaining of left side of heart chest pains, by brother! Two stent heart procedures performed, on pt! Was put (i.c.u.) On medical (B) (6) coma. Two stents (almost 5 months) everyday, every hour, are heavy, and hurt severely to live with! How are these awful devices prolonging life when the quality of life is bad???